Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the testing instrument used, and found the test well images in question to be visually (B)(6), and also there were no errors during testing. The immucor laboratory tested retention product on (B)(6) 2019, which performed as expected. The internal immucor tracking record number is (B)(4).

Event description:
On (B)(6) 2018, a (B)(6) customer reported an unexpectedly (B)(6) antibody identification outcome when used on a galileo neo instrument, when tested on (B)(6) 2018.